Event description:
It was initially reported that the pt had an seizure that placed the pt in the hospital. The pt continues to have seizures, unk if and increase in seizures or above or below baseline. The pt has a full revision due to the generator being at end of service and the leads were replaced prophylactically. Good faith attempts for more info have been unsuccessful to date. Good faith attempts for product return are in progress.